Event description:
Unable to contact customer, sending a letter to obtain more information. Per customer care rep's documentation: customer's family member was in the hospital for 5 days due to high readings. A nurse came out to this customer's home and stated to this customer their meter was not accurate, this customer's family member does not know what they are comparing it to and stated the c/s test result was high. 122 range 89-121 - customer did not have c/s to retest with. No further information has been reported.